Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging inaccurate low readings on her meter. It is unk which lfs meter the pt was using since the pt discarded the meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. Based on the initial call, the pt mentioned that when her meter had been displaying low readings she had stopped taking her insulin. She claimed she would have usually taken 6 units of insulin. She had been eating candy to help elevate her blood glucose. She claims that due to the alleged low readings displayed on her meter and the self-treatment of sweets, she ended up developing symptoms of high blood glucose. Meter was replaced. It is unk whether the pt tested her blood glucose when she exhibited symptoms of "high blood glucose", what kind of high symptoms she experienced, how long symptoms lasted and whether the pt treated herself for the high readings. The pt was not tested on another device. The complaint is being reported since the pt alleged that due to the low readings she withheld insulin and self-treated with sweets and later developed symptoms of high blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.